Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery (lad) that is 90% stenosed. The lesion was pre-dilated with a 2.5x8mm traveler balloon dilatation catheter and a 3.0x12mm xience prime stent was deployed at 10 atmospheres (atm). A 3.0x8mm nc traveler was used to post dilate at 18 atm and a distal edge dissection was observed. A 2.75x12mm xience xpedition was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.